Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4), description: linear st lead, 50cm; model#: sc-4318, lot#: 21469248 description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the implant site. Symptoms of fever, chills and drainage were noted. The physician believed that it was not device or procedure related. The patient was placed on antibiotics. The patient underwent an explant procedure.